Event description:
Our USA based distributor informed us of the following complaint from a single customer: "the sutures were used for socket and bone graft procedures, after the procedures patients would have to come back into the office to get their sutures replaced because the sutures resorbed way too quickly.". A request for further information has been made but so far none has been provided. As such it is unclear how many patients are involved, nor patient status, procedures used or device absorption time. Though 2 lot numbers were provided this complaint included unused product being returned by the customer, hence it is also unclear whether the claimed adverse events occurred with both suture lots of only 1. This is the first complaint received for this product range regarding premature absorption. This report is being made based on the need for clinical intervention as patient harm is unknown.

Manufacturer narrative:
This is the only complaint received for this device range regarding premature absorption. Investigation is currently ongoing and awaiting further information from the customer.